Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. Correction: b6 as previously reported in initial MDR is incorrect. The cochlear implant was evaluated on (B)(6) 2020 using the integrity test system. The results are consistent with a device malfunction. This report is submitted on march 22, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 20, 2022.

Manufacturer narrative:
This report is submitted on 21 august 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.